Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips had investigated the complaint. The philips field service engineer (fse) inspected the system onsite and found that the fdc unit in the m-cabinet was not powering on due to a lack of 12vdc power from x25. Further analysis revealed the presence of 230vac input; however, the dcps in the m-cabinet was not producing any output. A review of the system log file confirmed a boot-up issue. The fse replaced the dcps (direct current power supply) and rebooted the system. The defective part was returned to philips for further analysis. The investigation confirmed that the dcps malfunctioned due to a defect in the power supply, which resulted in no output. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome